Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Completed information for section a1 patient identification: (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased potassium result generated on the architect c4000 processing module for one sample that was not reported out of the lab. The following results were provided: (customer's normal range 3.5 - 5.1 mmol/l). (B)(6) initial result = 0.8 mmol/l, repeat result = 4.81 mmol/l, repeat result on second analyzer = 4.78 mmol/l. Additionally, the customer ran a precision study for troubleshooting. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the architect c4000 processing module and found the mixer wash cup tubing was kinked. The fsr resolved the issue by correcting the tubing. No additional discrepant result issues have been reported since the service activity was completed. The mx2 wsh cup adj vlv to mx2 wsh cup (rohs) was determined to be the likely cause of the issue. The instrument service history review revealed no additional service tickets associated with the issue. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify any trends for the complaint issue. A review of the scorecard identified no similar issues related to the architect c4000 processing module or likely cause parts as described. A review of historical data found no non-conformances related to the current complaint. Labeling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency for the architect c4000 processing module serial number (B)(6)was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased potassium result generated on the architect c4000 processing module for one sample that was not reported out of the lab. The following results were provided: (customer's normal range 3.5 - 5.1 mmol/l) sid (B)(6)initial result = 0.8 mmol/l, repeat result = 4.81 mmol/l, repeat result on second analyzer = 4.78 mmol/l additionally, the customer ran a precision study for troubleshooting. No impact to patient management was reported.